Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was externally defibrillated and intubated in ICU. Few non-sustained rv oversensing and vf episodes were observed while interrogating the device. Review of session records revealed that after antitachycardia pacing therapy, patient's rhythm was slowed down below vt cutoff and was detected as returned to sinus. Programming changes were suggested. No further information was available.